Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician felt that the lead had stretched out. The lead was not used, and a different lead was successfully implanted. The patient was doing well post-procedure.